Event description:
A malfunction alarm was reported with no notable events occurring beforehand. Although the customer experienced a malfunction, there was no adverse impact on their blood glucose level. The customer opted to use a manual daily injection as a backup insulin therapy. Technical support confirmed the customer's shipping address, provided instructions for placing the pump into storage mode, and requested the return of the malfunctioning pump using a pre-paid label within ten days.